Manufacturer narrative:
A customer in (B)(6) reported misidentification of strep-dysgalactiae when using the vitek® ms instrument. An internal biomérieux investigation was performed. The results of the customer were not reproduced internally. The returned strain was identified to low discrimination.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On the (B)(6) 2014 the customer, (B)(6) hospital, (B)(6), reported to biomerieux strep-dysgalactiae was being misidentified when using the vitek ms tm instrument. It was stated that the isolate, a sample taken from the patient's ear, was originally cultured, anaerobically on horse blood agar. The identification from the vitek ms indicated a strep-pyogenes (sp) at 99%. The customer stated that there was some confusion about the results and so they ran another confirmation test using the vitek ms, latex kit, apparently on a mixed plate. For the confirmation test, the colony was subcultured and the group test performed the following day. Results indicated strep dysgalactiae (sd) (group c). It was not clear if this was also performed using horse blood agar or if the same instrument used. The isolate was then run four more times on the vitek ms instrument, the results are indicated below, the sub groups not clearly stated for each test but the customer indicated that sd equius and sd dysgalactiae were found: run 1 - low discrimination: sd - 36.8%, sp - 26.3%, sd - 36.8%. Run 2 - low discrimination: sd 33.2%, sd 33.2%, sp 33.5%. Run 3 - sp 90.7%. Run 4 - sp 99.6%. It was confirmed that the results of the first test had been communicated to the hospital ward. The customer stated that the patient was discharged from hospital and they were not aware of any impact on the patient and that the treatment had not been changed.